Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
Discordant elevated cardiac troponin I (tni) results were obtained on multiple patients' samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s) and questioned. The same samples were reprocessed on an alternate dimension exl instrument and lower results were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I results.

Manufacturer narrative:
Initial MDR was filed on 13-sep-2019. Additional information (25-sept-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) results obtained on the dimension exl instrument. Hsc reviewed the data provided by the customer and the instrument data. There is no evidence of a product nonconformance. The cause of the event is unknown. The instrument is operational. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.